Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the (B)(6). Five complaints were received during this report period. Of these, 1 was not returned for evaluation (B)(4). One has an investigation which are currently pending (B)(4). One was determined to be misapplication (B)(4). Two showed no evidence of any device-related fault (B)(4). All 5 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 5 malfunction events which are associated with the unintentional separation of the device and/or its components from something to which it is connected or attached. These reports were received from various sources. Patient information was confirmed for 2 events. Age is 41-47 years old.